Event description:
(B)(6) 2025 mpxr 1373127 (rep, hcp): information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the patient became infected post-implant in june. The patient's symptoms were unknown. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. Diagnostics/troubleshooting performed were not applicable. The pump and catheter were explanted. It was noted that the rep was not present at the explant. The date of the explant was unknown. A new pump was implanted on 2025-12-09. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.